Event description:
It was reported that battery data anomaly was observed on the transmitter, showing that the ICD reached eri prematurely. Patient is in stable condition. No further information was provided.